Event description:
Initial reporter indicated that the "plug" that goes into their handheld computer is broken. An analysis was performed on the handheld and the reported allegation was confirmed. During the analysis it was identified that the connector to the handheld device was damaged and the ac adapter could no longer charge the main battery. Visual inspection also identified that the flip top cover was missing. The cover has no functional impact on the device performance and is used to protect the display during storage. No further anomalies associated with the device performance were noted during testing.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.